Event description:
During remote follow up, post paced t- wave oversensing was observed on the device. Technical services was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.

Event description:
Additional information was received that, despite programming changed post paced t-wave oversensing persisted. Technical support was contacted for additional programming changed. No intervention has been performed. The patient was stable.